Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. Two nc trek balloon dilatation catheters (bdc) (4.0x15mm and 3.5x15mm) were attempted to advance but, met resistance with the unspecified 6fr guiding catheter. A 2.5x15mm nc trek bdc was attempted to be advanced; however, the bdc separated inside the unspecified 6fr guiding catheter on the back end and it never entered the patient. The device was simply removed. It was noted the shaft dimension was too big and multiple devices were also in the guiding catheter. Another nc trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.